Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the trial insert broke in two during use. Per complaint details, both parts were removed from the patient without injury or delay, and the procedure was completed using a backup device. Since no harm is alleged, no further clinical assessment is warranted. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the legion tka tibial insert trial broke during use. All parts were removed from the patient. The treatment finished with a smith and nephew backup device. No other complications were reported at this time. No delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.